Manufacturer narrative:
Weight, ethnicity, race:unk. Off label use- acd <3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -11.0/3.5/008 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was removed and in a subsequent surgery later that day, a same size lens was implanted due to low vault without rotation. The problem was resolved. Cause is reported as unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).